Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there oversensing episodes noted on the device and a loss of capture noted on the right ventricular (rv) lead. Technical support was contacted and suggested that the oversensing episodes were caused by either rv lead noise or far field p-wave oversensing and recommended that the lead be replaced. Diagnostic imaging will be performed at the next follow-up to determine an intervention. The patient was stable with no consequences. Manufacturer report number: 2938836-2018-11597.